Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported perforation as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, the cause of the reported perforation cannot be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is reported for septal tear. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted and the mr was reduced to grade 2. After removal of the second clip delivery system (cds), while the steerable guide catheter (sgc) remained in the anatomy, a tear was noted in the septum. The sgc was removed and the tear was noted to be large enough to require treatment. It was suspected that the sgc caused the tear. An amplatzer closure device was placed and the tear was sealed. The patient was in stable condition post procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.